Event description:
A percutaneous transluminal coronary angioplasty (ptca) procedure was performed to the pt's right coronary on 6 april 1999. Following the procedure, an angio-seal device was placed in the pt's left leg without difficulty. Approximately four to six weeks later the pt complained of a cool leg. She was admitted to facility where she is now waiting for a femoral artery bypass. The pt has a history of peripheral vascular disease, is a smoker, and had previous vascular access in the right groin on 03/14/97.